Event description:
The vizigo deflectable sheath was noted to have an appearance of thrombus on the tip while in the left atrium. The ablation catheter was retracted into the sheath and removed while aspirating from the sheath. A single strand of long (about 8 cm) plastic appearing like clear dental floss was aspirated from the sheath and removed. The case proceeded without re-advancing the sheath into the left atrium due to concern for potential stroke risk. During the case, there was concern of additional material near the tip of the sheath, so the sheath was removed completely from the body and flushed, revealing a much longer similar thin clear strand of plastic that was partially in a tight cluster. We replaced the sheath with a different sheath and finished the case without event. The patient recovered without any complications or sign of stroke symptoms of thorough evaluation when fully awake. Etiology of the plastic strands from within the sheath are unknown. The qdot ablation catheter and octaray mapping catheter which were inserted through the sheath had no obvious abnormalities to cause inner shearing of the inner layer of plastic on the vizigo sheath. This sheath will be sent to biosense webster engineering for analysis with the 2 pieces of removed material from within the sheath. (B)(6) 2026 the sheath used is a deflectable sheath. Suspect that one of the nitinol wires used to make if deflectable may have broken and that is what the material is. The first strand that was aspirated was pulled from the side arm port of the sheath so it could have broken off from the second strand that was removed later when manually pulled. Staff also noted that there was difficulty passing the mapping catheter through the sheath, so not sure if it was a defective sheath versus trauma from catheter in the mapping catheter.